Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the staples would not hold. The surgeon finished the procedure by manual suture. The patient suffered tissue damage due to multiple attempts. Not possible to obtain more information. No consequence for the patient.